Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Caller reported inform ii blood glucose results on meter uu13090001 of 444 mg/dl and 99 mg/dl within 10 minutes. Caller reported another, separate comparison on the same system 519 mg/dl and 95 mg/dl within 10 minutes. No adverse event was reported. Strips are not available for return.